Event description:
It was reported that the physician's (B) (4) handheld was not working and the screen was freezing. Physician attempted troubleshooting, but the problem persisted. Troubleshooting was performed by a manufacturer representative and everything functioned properly. Product was returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.